Event description:
It was reported that the patient presented to hospital after receiving vibratory alert for non-sustained rv lead noise. Review of the episodes noted t-wave oversensing. No further information is available.